Event description:
It was reported that the user experienced a reconnecting alert and signal loss between the dexcom g7 cgm and the ilet while the user was showering, after which readings resumed when the user and the ilet were within appropriate proximity. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities or medical care. Investigation included troubleshooting and education regarding cgm-to-ilet communication range and environmental factors affecting bluetooth connectivity. Investigation of this case revealed a loss of cgm signal to the ilet associated with distance and interference, consistent with expected bluetooth communication behavior, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user/environmental factors affecting wireless connectivity.